Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.75 x 38 synergy¿ drug-eluting stent, while removing the stent protector, the physician grabbed both proximal and stent part and it was noted that the middle part of the stent jumped out. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
The stent delivery system (sds) was returned for analysis with the pigtail mandrel and stent protector. The stent protector was found to be damaged and stretched. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The distal tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found a kink in the mid-shaft 3cm from the hypotube bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.75 x 38 synergy drug-eluting stent, while removing the stent protector, the physician grabbed both proximal and stent part and it was noted that the middle part of the stent jumped out. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.